Event description:
During pt treatment with the 3100a, the "low source gas" caution light illuminated. There was no indication that the 3100a was not functioning correctly; however, the pt was moved to another 3100a as a precaution without compromise.